Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly insert the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 500 mg/dl and that the pink slide insert was not visible on the top of the pod. The customer stated that she did not think the cannula fully inserted.